Event description:
It was reported that since 3 and a half weeks ago the patient would get good therapy for 3 to 4 days and then lost control for 4 days back and forth. The patient was going 6000 times when they had no control. It was noted that the patient spoke with their health care provider (hcp) and was adjusting stimulation. The patient felt stimulation when they adjusted it. It was reported that there was no known accident or incident related to the event. It was stated that the symptoms had a sudden onset.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v745423, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. (B)(4).